Event description:
A surgeon reported that, at the conclusion of an intraocular lens (iol) implant surgery, the pt experienced a rent in posterior capsule and an anterior vitrectomy was performed with no complications. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on 06/20/2012, 06/21/2012 and 06/26/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).